Manufacturer narrative:
The model and lot number of the device was not provided by the reporter. Additional information has been requested but not yet received. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that an element that looks like plastic was found in the patient's eye during the procedure. The particle was removed. There was no report of patient impact.

Manufacturer narrative:
Upon further investigation, we found there was no patient impact. The information provided does not suggest this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. This event is no longer deemed reportable.

Event description:
Additional information: the particle was detected during sculpting phase. It did not enter the patients eye. The particle was removed from the sleeve. There was no incision size increased, sutures required, decreased visual acuity. There was no significant extension of the surgical procedure nor additional anesthesia.